Event description:
Patient underwent a port-a-cath insertion. Following placement of the port, mild post-procedural bleeding at the insertion site was managed using bovie cauterization. It was identified that the proximal end of the catheter had broken off from the port near the jugular vein. The patient was transferred to hospital, where the catheter fragment was successfully retrieved via the right femoral approach.